Event description:
While injecting first two syringes of lava, it was not seen on fluoro. The physician put the syringes under fluoro and they were not radiopaque. Another vial was opened.

Manufacturer narrative:
A new review of this event was performed. A retrospective MDR has been filed due to the potential for serious injury out of an abundance of caution. The event did not involve death or serious injury and the patient was treated with another lava device that was on hand. The device labeling (IFU) states adequate fluoroscopic visualization must be maintained during lava delivery and to stop lava delivery if visualization is lost until adequate visualization is reestablished. Batch record review showed the device was manufactured to released specifications and had passing quality test results.